Event description:
It was reported that during insertion of the vectorflow antegrade 19 cm chdc, the operating physician encountered resistance while advancing the catheter, which was attributed to the catheter being perceived as overly stiff and rigid. There were no reports of patient injury, harm, or adverse health consequences associated with this event. No additional medical intervention was required, and the procedure was successfully completed following replacement of the device with an alternative product.

Manufacturer narrative:
(B)(4).